Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. In this case, it appears the instruction for use (IFU) deviation related to incorrect stent placement may have contributed to the reported event. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational of the procedure. In this case, it is likely the advancing 3.0 x18 mm xience xpedition device interacted with the implanted 3.0x23 xience xpedition stent causing the reported failure to advance. Continued interaction with the implanted stent during removal resulted in the reported difficulty to remove and subsequent stent dislodgement. A snare was used to successfully remove the dislodged 3.0 x 18 stent; however, the implanted 3.0 x 23 stent was also removed due to continued interaction with the dislodged stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - distal to stent.

Event description:
It was reported the procedure was to treat a lesion in the left main (lm) to ramus. A 3.0x23mm xience xpedition stent was implanted in the target lesion and then post dilated with a 3.75mm balloon. A 3.0x18mm rx xience xpedition stent delivery system (sds) was attempted to be advanced to the distal ramus however was not able to pass though the previously implanted proximal stent. After several attempts the physician decided to remove the sds however it became stuck within the implanted 3.0x23mm xpedition and the stent dislodged. Both stents were in the lm therefore the physician decided to use a snare and remove the dislodged stent; however, the implanted stent was removed as well. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.